Event description:
The nurse stated that during the second case, the irrigation did not work at all when the surgeon began phaco and a corneal burn occurred. They switched out the handpiece and finished the case as planned. She said that the second case was on a dense lens. The surgeon uses a diamond knife to make the initial incision and he uses a "c" cartridge to inject the iol. The nurse stated that this surgeon is the only one there who complains about the irrigation either not working or being inadequate. Both of their systems were used by other surgeons, and no one had an issue. Multiple attempts were made to the surgeon for more info and pt status with no response to date.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, 11/1996, vol. 25, no. 11: 426-432, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.